Event description:
It was reported that balloon rupture occurred. Vascular access was obtained from the v side. The occluded target lesion was located in a vessel in the left forearm. A 4.0mm x 40mm x 40cm sterling balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.